Manufacturer narrative:
Investigation results found no evidence of any damage or manufacturing deficiencies that would result in the pod failing to adhere. The adhesive pad was inspected, and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported event could not be determined. A tear was found in the exposed portion of the soft cannula. It could not be determined when or how the tear occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose above 250 mg/dl. The pod adhesive failed to adhere while worn for between 4 and 24 hours. As treatment, an injection was administered and a new pod was applied.